Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to user error of using excessive force to pry and/or leverage the device.

Event description:
Additional information: further information was provided that a second surgery was performed, and the tip could be removed successfully.

Event description:
It was reported that during a anterior labral repair / bankart repair / stabilisation the suturelasso was being used to pass nitinol wire through labrum and the hook tip snapped off the suture passing device. The surgeon wasn¿t able to locate the metal hook tip. A second surgery to retrieve the fragment out of the patient is scheduled for the (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.